Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. Reportedly, the procedure was done under local anesthesia. According to the complainant, there was some difficulty with the patient relaxing during the procedure. Magnetic resonance imaging (MRI) routine follow-up was performed and it showed a "weird star pattern". Reportedly, there was a section on the axial image, where it looked like there was some dissection of the outer portion of the rectal wall. The patient also experienced discomfort that was caused by a hemorrhoid. The patient was treated with hemorrhoid creme and that seemed take care of the issue. There were no additional patient complications reported as a result of this event. The patient received external beam radiation therapy (ebrt).